Event description:
Last night was the first time my son used a malem alarm and we had a frightful experience. Prior to using the alarm, I watched online videos and read the user manual. I set it up on my son before he went to bed and let him sleep. But he was screaming for help only 30 minutes later tugging the shirt away from his body. I asked him and he said the alarm was hot and burning him. At first, it seemed impossible as it is battery operated, but I soon saw it myself. The alarm was smelling bad too. I removed it with difficulty and treated my son. When I checked back, the alarm had stopped working and leaked batteries. My son suffered a scare. Fortunately, he was not injured.